Event description:
It was reported that the patient presented in clinic for a normal generator change. Prior to the procedure, it was noted that the right ventricular apex (rva) lead failed to capture. The lead was capped and successfully replaced on (B)(6) 2024. Patient was stable.